Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additionally, a check circuit error code was found in the device's error log. The service technician states that the tubing needs to be reconnected. The rubber feet are missing and the motor blower assembly, 100 tubing kit, and flow sensor assembly need to be replaced due to foam contamination. The customer requested that the unit be returned unrepaired. No further investigation is required.